Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results - the reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu, page 79, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.

Event description:
It was reported, the patient did not charge the ipg as recommended. As a result, the ipg became depleted. The ipg was explanted and replaced. Effective stimulation therapy was reportedly restored postoperative.